Event description:
In 2003, implants from the titanium click'x system (2x 3-d heads, 2x locking caps, 2x pedicle screws) were implanted into the pt's spine (l5 and s1). The two click'x locking caps backed out of the click'x 3-d heads (498.571). In 2004 the implants were removed from the pt.